Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical gastrectomy, the stapler did not fire. The device worked after the reload was replaced and the same handle was used throughout the procedure. There was no patient injury.